Manufacturer narrative:
E1 - initial reporter city: (B)(6). Returned product consisted of a coyote fc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the device is separated into three sections. The proximal section is separated at the hypotube 103cm from the hub. The middle section is approximately 23.8cm long. The distal section is separated at the inflation lumen 32cm from the tip. The inflation lumen is stretched at 23.8cm from the tip to the separation. There are multiple kinks along the whole device. Microscopic examination revealed tip is damaged. There is buckling to the guidewire lumen 4mm and 18mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred followed by balloon ruptures. The 100% stenosed target lesion was located in the severely calcified and non-tortuous superficial femoral artery. A 1.2mmx15mmx142cm coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation, the wire port broke about 25cm from the tip. To remove the detached component, three balloons were used to dilate the lesion which had narrowed due to calcification. A 5.00mm/2.0cm/135cm pcb balloon, two coyote es mr 4mm x 40mm x 146cm balloons were used. However, each balloon ruptured. The detached fragment was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft break occurred followed by balloon ruptures. The 100% stenosed target lesion was located in the severely calcified and non-tortuous superficial femoral artery. A 1.2mmx15mmx142cm coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation, the wire port broke about 25cm from the tip. To remove the detached component, three balloons were used to dilate the lesion which had narrowed due to calcification. A 5.00mm/2.0cm/135cm pcb balloon, two coyote es mr 4mm x 40mm x 146cm balloons were used. However, each balloon ruptured. The detached fragment was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.